Event description:
Additional information was received indicating high defibrillation impedance was also observed.

Manufacturer narrative:
Reported event of high pacing impedance and high defib impedance were not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s lead impedance, and high voltage charging were found to be normal.

Event description:
It was reported that high impedance was observed on the device. An issue with the device header was suspected but was unable to be confirmed. The device was explanted and replaced. The patient was in stable condition.